Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported. Additional information indicated that this sicd was explanted. A new sicd with the same model was implanted.

Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported. Additional information indicated that this sicd was explanted. A new sicd with the same model was implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.